Event description:
It was reported that during a laparoscopic myomectomy, during the trans operative period in the abdominal wall and umbilical incision, the anti-leak seal of the trocar fell into the abdominal cavity of the patient and the seal was found to be damaged. The anti-leak seal was immediately removed under laparoscopic vision. The trocar was replaced by another of the same model to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. Correction: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted of the images depicted the cannula, obturator seal housing and disengaged circular seal. The visual inspection of the returned product noted that the circular seal was disengaged. The seal housing, stopcock, duckbill seal and cannula were intact. The obturator was received. It was reported that the seal disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when contact is made with a surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadve rtent damage to the seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic myomectomy, during the transoperative period in the abdominal wall and umbilical incision, the anti-leak seal of the trocar fell into the abdominal cavity of the patient and the seal was found to be damaged. The anti-leak seal was immediately removed under laparoscopic vision. The trocar was replaced by another of the same model to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but two photos were available for evaluation. Visual inspection noted of the images depicted the cannula, obturator seal housing and disengaged circular seal. It was reported that the anti-leak seal of the trocar fell into the abdominal cavity of the patient and the seal was found to be damaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.